Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during patient infusion. The pump was programmed to deliver an unspecified antibiotic at the rate 500ml/hr for a volume to be infused (vtbi) of 500ml. The pump alarmed complete with only a half bag infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. A review of the event history log identified an infusion of IV fluid with additives at a rate of 500 ml/hr for volume to be infused (vtbi) 500 ml. This exceeded the soft upper limit of 250 ml/hr. Functional testing including downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing were performed with no issues noted; the device met specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.